Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed a tear on the paper pouch. The tear was observed on the unopened paper pouch. How and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patient who are or have been allergic to natural rubber latex". (B)(4).

Event description:
It was reported that one of the sterile packages had damage on it when the outer box (10 catheter were stored) was opened at the distributor's distribution center.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that one of the sterile packages had damage on it when the outer box (10 catheter were stored) was opened at the distributor's distribution center.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed a tear on the paper pouch. The tear was observed on the unopened paper pouch. How and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿ method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use in patient who are or have been allergic to natural rubber latex". (B)(4).

Event description:
It was reported that one of the sterile packages had damage on it when the outer box (10 catheter were stored) was opened at the distributor's distribution center.